Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24x2.75mm promus premier select stent was advanced to treat the lesion. However, the device could not track the lesion and it was noted that the stent got damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable. It was further reported that the target lesion was 70% stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
Device evaluated by MFR.: a p select ous mr 24 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014" test guidewire.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24x2.75mm promus premier select stent was advanced to treat the lesion. However, the device could not track the lesion and it was noted that the stent got damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24x2.75mm promus premier select stent was advanced to treat the lesion. However, the device could not track the lesion and it was noted that the stent got damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was stable. It was further reported that the target lesion was 70% stenosed, mildy tortuous and mildy calcified.